Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx sis placement procedure performed on (B)(6), 2014. According to the complainant, on (B)(6), 2014 the patient reported a urinary tract infection. The investigator assessed this as mild in severity and related to the index procedure and not related to the study device. Interventions were noted however, specifics were not provided. The event resolved as of (B)(6), 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Infection is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the urinary tract infection is considered an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx sis placement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014 the patient reported a urinary tract infection. The investigator assessed this as mild in severity and related to the index procedure and not related to the study device. Interventions were noted however, specifics were not provided. The event resolved as of (B)(6) 2014. On december 3, 2014 received additional information indicating that the patient was prescribed amoxicillin on (B)(6) 2014 for the treatment of the urinary tract infection.